Event description:
There was no delay in surgery. The time originally thought to be a delay was only the time it took to remove the plate and not considered a delay.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis.

Event description:
It was reported there was a distal tibia non-union, breakage and implant failure. The original implant date was in (B)(6) 2012 secondary to an injury. In (B)(6) 2013, a revision orif of the distal tibia was performed. The old plate was removed using autograft via ria from the femur and bmp-2 application to the non-union site and then replacement of the plate with a new similar sized plate. There was an extended operative time of 14-30 minutes due to device related reason. This is report 1 of 2 for complaint (B)(4).